Event description:
It was reported that the patient experienced intermittent stimulation, an undesired sensation, and a return of his tremors when charging the deep brain stimulation (dbs) system. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation turns off for 10-15 seconds and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy. Additional information received indicates that a boston scientific representative, in consultation with the treating clinician, performed an ipg firmware update that has resolved the bluetooth fault code error when charging the ipg. The applicable firmware is model 9028506-103-00. Reference PMA approval p150031. The patient is able to successfully charge the ipg without interruption. No further action related to this event is needed.

Manufacturer narrative:
Additional information provided in block b5 block b3: exact date unknown, event occurred in (B)(6) 2022.

Manufacturer narrative:
Block b3: event occurred in october 2022.

Event description:
It was reported that the patient experienced intermittent stimulation, an undesired sensation, and a return of his tremors when charging the deep brain stimulation (dbs) system. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation turns off for 10-15 seconds and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.